Manufacturer narrative:
Additional information: the patient developed in-stent thrombosis in the left anterior descending (lad) artery (#6). The stent was fully expanded. There was no issues noted during stent deployment. The physician assessed that the thrombus event was not related to the device. Correction: section a. Patient information. No further patient complications have been reported as a result of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implantation of an onyx frontier coronary drug eluting stent, the patient developed in-stent thrombosis. The onyx frontier was implanted in a mildly tortuous, non-calcified lesion with 100% stenosis in the left anterior descending (lad) branch. The device was inspected prior to use with no problems observed. Negative prep was performed with no problems observed. There was no resistance/discomfort when delivering the device. Excessive force was not applied during delivery. The stent was post expanded. It was detailed that the patient experienced vomiting during the surgery, which may have resulted in the dual antiplatelet therapy (dapt) not working. Anti-nausea medication was given to resolve the vomiting. The thrombus was treated with ballooning as suctioning was difficult. The patient is stable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.